Event description:
Edwards received notification that a valve model 6900ptfx25 presented with degeneration leading to stenosis after an implant of approximately 5 years and 4 months. The patient presented with exertional dyspnea, short of breath, chest distress and palpitations. As reported, the physician planned to implant an edwards sapien 3 valve. After medical assessment, it was decided that this patient was not suitable for a mitral valve-in-valve procedure due to high risk of lvot obstruction. The patient returned home receiving medical treatment. A CT scan to measure the valve size before the planned tavi was provided. As per CT image review, the massively dilated la (7x8.7 cm) could be an indirect sign for a stenotic/degenerated mitral valve prosthesis. The lv myocardium appeared hypertrophic but there were no measurements for wall thickness.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with a 25mm valve has been placed under consideration for a valve-in-valve procedure due to degeneration leading to stenosis after an implant of approximately 5 years and 4 months. The patient presented with exertional dyspnea, short of breath, chest distress and palpitations. As reported, the physician plans to implant an edwards sapien 3 valve. The patient was noted as to be in stable condition but with severe mitral stenosis. The implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration.